Event description:
Customer reported the uom setting of their meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Customer's product has been requested back for investigation. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the fa 16 may 06 letter.